Event description:
During a left leg intervention, a silverhawk ls-m was inserted on a spider wire. The physician advanced the device to the distal sfa for atherectomy of 3 stenoses. The silverhawk made 5-6 successful passes, but became hung up on the distal stenosis. The physician tried to push the silverhawk through twice, with the cutter engaged the 2nd time. At this time, an extravasation was noted. The physician attempted to withdraw the silverhawk but the filter came with it, therefore, the decision was mad to pull the whole system out. Upon removal and inspection, the physician found that the wire had wrapped and kinked on the nosecone of the silverhawk, which was why the silverhawk could not advance. Post injection showed a severe extravasation and disappearance of posterior tibial, peroneal, and pedal arteries. The pt was then immediately taken to surgery for femoral-tibial bypass. The pt is reported in good condition. See MDR 2183870-2010-00153 for silverhawk used in the procedure.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because, the lot number was not provided.